Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in an inappropriate shock. All lead measurements were appropriate; however, noise was reproduced with head movements. Surgical intervention was performed and the device was explanted and replaced without incident. No additional adverse patient effects were reported. The device was discarded following the procedure and will not be returned for analysis.